Event description:
Pt was status post revision of fusion at l4-l5 and subsequently developed an infection. Pt was returned to the or for removal of hardware and surgeon found an epidural abscess and osteomyelitis at l5-s1. Pt remained in the hospital for 2 weeks to recover from the infection. A revision procedure was performed and pt was fused at l4-l5 and l5-s1.

Manufacturer narrative:
Additional info has been requested. MFR site and MFR date cannot be determined without a lot number. The 510(k) number cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.